Event description:
Report rec'd from the u.s.a. Stating the temp of the device was above specification. The device was not being used during surgery. There was no pt or user injury. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).